Manufacturer narrative:
(B)(4).

Event description:
It was reported that the imaging catheter became fractured. The 90% stenosed target lesion was located in the moderately calcified left main coronary artery with 4mm length, 4mm diameter, less than 45 degree bent and no total occlusion. During a percutaneous transluminal coronary angioplasty (ptca) procedure, pre-dilatation was performed using an unspecified balloon catheter. An atlantis sr pro imaging catheter was used to view the lesion, however, it was noted that the imaging catheter became fractured. The procedure was completed with another of the same device. There was no adverse effect on the patient reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that no detachment of the sheath was found during visual analysis. Kinks were observed in the tip assembly at 103.7 cm and 102.0 cm from femoral marker to the distal end. A kink was observed in the imaging window assembly at 94.5 cm from femoral marker to the distal end. Imaging core wind up in the hub assembly was observed during visual analysis. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The guidewire exit port was lifted 0.5 mm. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the imaging catheter became fractured. The 90% stenosed target lesion was located in the moderately calcified left main coronary artery with 4mm length, 4mm diameter, less than 45 degree bent and no total occlusion. During a percutaneous transluminal coronary angioplasty (ptca) procedure, pre-dilatation was performed using an unspecified balloon catheter. An atlantis¿ sr pro imaging catheter was used to view the lesion, however it was noted that the imaging catheter became fractured. The procedure was completed with another of the same device. There was no adverse effect on the patient reported and the patient's condition is stable.